Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number? Device return status: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a feline spay procedure on an unknown date and suture was used. It was noted that the suture did not feel as strong, and that when pressure is applied it snaps. No patient consequences were reported. Additional information was requested.